Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up in clinic it was noted that atrial noise episodes with oversensing presenting as auto mode switches (ams) were observed. The atrial lead was capped and replaced (B)(6) 2019. A normal generator change was also completed. There were no complications and the patient was stable throughout the procedure.